Manufacturer narrative:
Title: improvements of procedural results with a new-generation self-expanding transfemoral aortic valve prosthesis in comparison to the old-generation device citation: journal of interventional cardiology vol. 9999, no. 9999 (doi 10.1111/joic.12356) authors: bruna gomes, nicolas a. Geis, emmanuel chorianopoulos, benjamin meder, florian leuschner, hugo a. Katus, and raffi bekeredjian. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the procedural results of evolutr implantations verses corevalve implantations. All data were collected from a single center between july 2013 and february 2016. The study population included 200 patients (predominantly female; mean age 82.7 ± 4.8 years (evolutr) and 82.8 ± 4.5 (corevalve). Each of the two devices was implanted in 100 patients (serial numbers not provided). Among all patients implanted with an evolutr transcatheter bioprosthetic aortic valve, the percentage of adverse events included: stroke 2%, bleeding 1%, access site complications 1%, permanent pacemaker implantations 23.3%, repositioning during deployment 7% no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.